Manufacturer narrative:
A review of the subject device DHR confirmed that the subject device was manufactured and tested according to relevant procedures, tested before release, and shipped according to manufacturer's specifications. The system was manufactured on 07/16/2018 and installed at the customers site on 04-oct-2018. A lumenis service engineer visited the site five (5) days after the reported event. The engineer opened the side panels and checked that all connections to the mmcu and lpu boards were all seated properly and no connections were found to be loose. The engineer turned the system on and off a couple of times and ran the system in the same parameters the customer was using. 8hz/.8k. The system was found to be working properly and did not freeze anytime during testing. The engineer inspected and cleaned all optics and blast shields, performed ink test and verified beam is centered in fiber, performed centration test & energy checks and verified output is within manufacturer specifications. The engineer then performed safety checks; verifying the system is working within manufacturer specifications and is ready for use. Although the event could not be duplicated, there may have been a problem with a loss of communication between the sw and system modules. Because of that comm-loss the system entered a safe (non-lasing) error state, but the gui was not synchronized and continued to give 'indications' as if it was in ready/lasing mode (on the display). It is likely that the communication error gave the impression that the screen locked up in the sense that the footswitch and touch screen were unresponsive. A review of the system log files showed no errors. A restart of the system would have most likely cleared the communication error and the system would have continued normally. A review of system risk files ((B)(4)) revealed risk #2.2.4; communication error which has the potential to lead to prolonged procedure -or- ineffective treatment which may require re-operation. The risk has been quantified and found to be remote, and the risk has been characterized and documented as acceptable within full risk assessment. In this case an alternate laser was brought in to complete the case with no complications to the patient. Although the device malfunction did not cause or contribute to any change in the patient's condition, it is uncertain if the user facility had to use the alternate device as intervention to prevent permanent damage. In an abundance of caution lumenis is reporting this malfunction. The complaint file is being closed at this time; should additional relevant details become available with which to determine root cause, a supplemental report will be submitted.

Event description:
A user facility reported that during a procedure in which a lumenis pulse 120 was being utilized "the system would not go into standby and the display still read that it was lasing". The facility used an alternate system in order to complete the patient's procedure. No report of injury was received, and the device malfunction did not cause or contribute to any change in the patient's condition.